Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Patient was implanted on (B)(6) 2009. Litigation alleges pain while standing, walking, kneeling, squatting, and stooping. There is no revision reported. A head and liner are being reported at this time. Update may 09, 2017: legal medical records received. Pfs alleges pain while standing and walking, kneeling, squatting, stooping. After review of the medical records for MDR reportability, it was reported that there was a tissue with metallosis present, painful rom, synovial fibrosis. It was noted that the head of the single screw was stripped.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions. Added stem 157011110, lot # c83e31000 as impacted product due to allegation of elevated metal ions. Added firm name & revision hospital. Updated patient's initials, and updated product return status.